Event description:
It was reported that the device volume was too low. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the speaker/main pcb wire harness. After replacing the speaker/main pcb wire harness, proper operation was confirmed and the device was returned to the customer.